Manufacturer narrative:
Analyzed production records, performed historical data analysis and trend analysis. No trend related to irradiation dose lot or device lot was noted. Confirmed labeling included cautions regarding pin site care.

Event description:
Patient had surgery to install a digit widget external fixation system. At 3 weeks post operative, the physician reported that patient called him regarding a "mild redness around the proxmial pin". Redness went away after a 10 day treatment with oral antibiotics.

Manufacturer narrative:
Analyzed production records, performed historical data analysis and trend analysis. No trend related to irradiation dose lot or device lot was noted. Confirmed labeling included cautions regarding pin site care.

Event description:
Patient had surgery to install a digit widget external fixation system. At 3 weeks post operative, the physician reported that patient called him regarding a "mild redness around the proximal pin". Redness went away after a 10 day treatment with oral antibiotics.